Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device history record (DHR) and complaint history review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation which states, "the adequacy of any sterilization procedure must be suitably tested."device not returned.

Event description:
It was reported that during regular inspection, the nurses noticed that some of the screws had different coloring compared to other similar screws (blue vs. Purple).